Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was not booting up, and it was stuck at 00:00:00. Upon troubleshooting, philips field service engineer (fse) visited onsite and checked log file which confirmed frame grabber boards of the flex vision pc did not pass their self-test on the first boot up. The defective flexvision-2_revised pc was returned to failure analysis which was able confirmed the failure mode was "lin-mem-chk". Fse passed on the second system boot. After that, the system was returned to use in good working. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027)/ medical device correction (z-1144-2024). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up, it was stuck at 00:00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.